Manufacturer narrative:
Investigation summary: "no samples and no photos were returned by the customer in support of this complaint. Therefore, 90 retentions were visually inspected with no issues being identified. Bd was unable to confirm the customer¿s indicated failure mode based on the investigation completed. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements."

Event description:
It was reported when using the bd vacutainer® edta 2k customer report leaked from the tube during blood collection. The following information was provided by the initial reporter. The customer stated: "the customer's verbatim report is that blood leaked from the tube during blood collection."